Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting under-sensing. No intervention has been performed. There were no patient consequences.

Event description:
New information received notes that the right atrial (ra) lead failed to capture prior to the lead revision procedure. The ra lead was explanted and replaced with alternate ra lead on (B)(6) 2023. The patient's condition was stable.